Event description:
It was reported that the cartridge did not fully snap into the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect various areas of the pump and ensure no damage or debris was present. After initial attempts to reload the original cartridge were unsuccessful, technical support assisted the customer in filling a new cartridge and ensured it was loaded correctly. The customer was eventually able to complete the process and resume insulin.